Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer's blood glucose read "high" on the glucometer. Troubleshooting was performed and found that the insulin pump had alarmed no delivery. The prime test passed. Nothing further was reported.